Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, it is likely the residual liquid and foreign mater that came out of the instrument channel occurred due to the deice being incorrectly reprocessed. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, residual fluid or foreign matter came out of the forceps channel, bending angle insufficient due to elongation of the angle wire, play of the angle knob out of the normal state due to the elongation of the angle wire, liquid leakage recognized in the light guide bundle, cracking of the wrinkles in the insertion tube illumination lens, flexible tube of the insertion section crushed, scratches the insertion tube, curved rubber scratches, curved rubber adhesive missing, curved rubber adhesive part cloudy, objective lens adhesion part cloudy, lighting lens adhesion part cloudy, adhesive part of the lighting lens came off, scratches found on switch 1, and dots of the submersion detection sticker 1c were connected and stained. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility submitted a repair request to the olympus service center, for a gastrointestinal videoscope, having system aspiration issue due to suction button not fitting. Upon inspection and testing of the returned device, foreign material was found exiting out of the scope forceps channel. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no report of patient harm or user injury associated with this event.